Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited high capture threshold and high pacing impedance. The rv lead was not used. The physician continued to use the second rv lead and complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events for inadequate capture and high pacing impedance were not confirmed. A complete lead was returned in one piece. Visual inspection and electrical testing were normal with no anomalies found.